Event description:
The customer received a reading of 282mg/dl on his contour usb meter. He then re-tested on his two contour meters and received results of 72 and 58mg/dl. The differences between the contour usb and each contour meter fall in the "d" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer